Event description:
It was reported that during a laparoscopic appendectomy, there were malformed staples. After firing, the device was opened and the cartridge had been dislodged. Another device was used to complete the case. There was no adverse consequences to the pt. Ts.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.